Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility biomed reported a colleague infusion pump with failure code 550:320:654. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of "fail 550.320.654" was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to faulty main speaker. It is unknown which parts were replaced to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A service history review revealed that this device was previously serviced for failures/problems that were same as or similar to the current problem.